Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es network failure occurred, and users were unable to log into the stations.the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue with login during network interruptions. A technical support specialist (tss) stated that the long logon delay observed in version 1.6 has been resolved in version 1.74 and later. In version 1.6.1, which the customer was using, the logon process reaches out directly to the network active directory to verify the user. If there was a network-related issue and the station cannot receive information from the network active directory, the station waits through a long delay before failing over and using the locally stored logon information. The tss advised the customer that by disconnecting the network cable, the station does not detect an active network connection and immediately rolls over to use the local stored authentication process. This authentication process has been changed in version 1.74 and above to contact the pyxis es server for user logon information instead of active directory. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es network failure occurred, and users were unable to log into the stations. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.